Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of the injury is most likely use related since pre-close failure caused hematoma. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention (hrpci) was to be implanted with an impella cp for mechanical circulatory support. The patient was brought to the cardiac catheterization laboratory for a hrpci. The pump was opened, being prepared for insertion, and the peel away sheath was inserted into the patient when the physician had a failure with the pre-close technique which caused a massive hematoma at the access site. Due to the large hematoma at the impella access site, the implantation was aborted for patient safety and the procedure was rescheduled for after the hematoma and arterial complication was resolved. Additional information was received. The hematoma was caused by the perclose before the impella sheath was inserted.